Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that she had allegedly received first and second degree burns on her stomach while using a heating pad. The consumer stated that she was using the heating pad in bed and was sleeping when the incident occurred, and she stated that she does not believe the automatic shut off feature engaged. The consumer stated that she received medical treatments for her injuries on the following day. The instructions for proper use clearly state "do not use while sleeping. This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing.